Event description:
Follow up with the company representatives revealed that the vns was programmed in a way which was known to trigger the generator reset.

Event description:
It was reported that the patient's generator was interrogated and a burst watchdog timeout warning was observed indicating that the generator had reset. No additional relevant information has been received to date.